Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following pocket closure at an subcutaneous implantable cardioverter defibrillator (s-ICD) implant a lateral x-ray was performed which showed the electrode had inadvertently been implanted in the lower side of the sternum. It was believed that the tunneling tool had been slightly near the ensiform cartilage when the electrode was being positioned. The electrode was successfully repositioned with no additional adverse patient effects reported.